Event description:
The st. Jude medical representative reported that the ICD could not be interrogated. Attempts were made to reposition the programmer wand, flipping the wand, disabling emi sources, resetting the programmer, and block mode programming but were unsuccessful. The decision was made to explant the device and return for evaluation.